Event description:
The facility reports the resident was removed from the bathtub using the lift chair. The resident was raised as high as the lift would go to clear the side of the tub. The care provider was using her right arm to lift the resident's legs up (to clear the side of the tub). While using her left arm to move the lift and resident away from the tub. The resident was seated/resting over the right arm of the lift, not resting on the back support of the lift arm. The care provider was moving the resident away from the tub with her left arm while using her right arm to support the resident's legs when the lifter tipped over with the resident. The care provider did attempt to stop the fall, but could only manage to slow the rate at which the resident and lift fell. The care provider used the 2-way radio to get assistance from others to help get the lift off the resident. Once the lifter was removed from the resident, she was transported to a medical hospital for further medical attention. The resident passed away the next day, but not due to the event, per the statement on the death certificate.